Manufacturer narrative:
(B)(4). Additional information received indicated that the patient has expired. This is one of three device reports for this event. The associated MFR report numbers are: 1225714-2014-06485, 1225714-2014-06486 and 2937457-2014-01687. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient subsequently expired.

Event description:
The plaintiff's atty alleged that the patient experienced a cardiovascular event on (B)(6)2012 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products.